Event description:
It was reported that the pump shows "empty battery" despite trying with few batteries. The event occurred before use on the patient.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing noted a defective dso sensor. Functional testing was unable to duplicate the reported problem. The dso sensor and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.